Event description:
It was reported that there was an inability to interrogate the icm device using the diagnostic mobile programmer application. Attempts to connect with clem and a patient assistant were unsuccessful. The patient was in the office for a wound check when these issues were encountered. Two different ipads and patient connectors were tried, but nothing connected. The last successful connection on carelink was noted on january 13, 2025. During the attempted interrogation, no lock symbol was present, which would have indicated a device lockout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.